Event description:
It was reported the patient had a ¿possible skin allergic reaction¿ and the patient was put on an antibiotic. The trial system was removed from the patient. Symptoms included allergic skin reaction, possibly either betadine or tagaderm, burning sensation, and redness. The symptoms were located at the skin sacral area. The patient¿s status was unknown.

Manufacturer narrative:
Product ID 3057-1sc, lot# n404683, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type screening device. (B)(4).

Event description:
Follow up information received reported that the patient was recovering in good shape and was under the care of their family doctor. It was noted that no definitive reason could be determined for the issue. If additional information is received, a follow-up report will be sent.